Event description:
Report of alleged "all leds on, single tone alarm, stop cycle. Not in pt use".

Manufacturer narrative:
Testing by MFR found device fully functional. Evidence of liquid spill on logic board.